Event description:
It was reported that multiple occlusion alarms occurred and that a cartridge alarm occurred during insulin delivery. Additionally, it was reported that insulin drips were not observed to be exiting the tubing during the load fill process. A cartridge change was performed resolving all the issues. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.